Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Asr litigation records received. Litigation alleges pain, swelling, elevated blood cobalt and chromium, injury, discomfort, poor balance, difficulty walking, clicking, bone erosion, femoral and acetabular loosening, impingement, metallosis and emotional distress. Doi: (B)(6) 2009 - dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
This is a duplicate report of 1818910-2018-75871. 1818910-2019-84764 is being retracted as it is a report duplication. 1818910-2018-75871 will be kept for investigation purposes.